Event description:
Philips received a complaint on the v60 ventilator indicating that there was a brown substance coming out of the ventilator blower. The device issue was found after taking the device out of storage and performing preventative maintenance. The device was outside of use at the time of the reported problem. There was no patient or user harm reported. The blower was replaced, and full preventative maintenance and performance verification testing was completed. The device passed all testing following the part replacement and was returned to use.